Event description:
It was reported there was a kink in the catheter. It was placed in the subclavian vein. The emergency room doctor had no problems placing it, but the cxr showed a kink in the catheter near the insertion site and the scv02 readings were not accurate. It was also indicated that a new regular triple lumen catheter was placed and a "new stick" was necessary. There were no patient complications reported.

Manufacturer narrative:
The catheter and guidewire were discarded. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Without return of the product, the complaint could not be confirmed. Review of the available information suggests that procedural factors may have contributed to the event. No actions will be taken at this time.